Event description:
It was reported that during a lap colon procedure, the scissors had worked for about 60 minutes. Afterwards, the generator signaled instrument error and the scissors did not work anymore. The operation was finished with a new device. No patient injury. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."